Event description:
It was reported that a spectrum iq infusion pump failed its delivery accuracy test 3 times, "delivering to much volume" found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed its delivery accuracy test 3 times, delivering to much volume" was not reproduced. The device was tested for flow accuracy and received passing flow test results. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined however, the device required to be performed pressure setup as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h11: event history log information. Event history log was completed and in the last day of customer use, the user programmed an infusion with a rate of 40 ml/hr with a volume to be infused of 20 ml, which are the recommended parameters for flow accuracy testing. The infusion ran to completion without interruption or abnormalities.